Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and evaluated the entire sample and reagent handling system for the cc (cartridge chemistry) side of the instrument. The fse noted that the reagent probe was slightly loose and proceeded to replace the wash collar. The fse performed lamp calibration for the photometer, and replaced the reagent probe b and wash collar vertical mount. Repairs were verified per established procedures and results met published specifications. Results: failure mode is attributed to the multiple hardware issues on the cc side of the instrument which affected the enzymes.

Event description:
The customer alleged obtaining erroneous ast (aspartate aminotransferase) and/or alt (alanine aminotransferase) results for two (2) patients, over two (2) different days, involving the unicel dxc 600 synchron system. This report references the event which occurred on (B)(6) 2013. Please see medwatch report # 2050012-2013-00385 for the report of the event which occurred on (B)(6) 2013. The provided patient data indicates that a false high result for alt was generated for one (1) patient on (B)(6) 2013. The customer repeated the sample and lower alt results were generated, considered correct, and reported out of the laboratory. No erroneous patient results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. A review of the provided qc (quality control) data indicated that qc results prior to and after the event were within the established ranges.